Event description:
It was reported the patient presented with an atrial lead that exhibited undersensing which caused premature ventricular contraction episodes. Programming changes were discussed, but no programming changes were reported. There were no patient consequences.